Event description:
It was reported that this electrode was double-counting this patient's slow ventricular tachycardia (vt) rhythm and delivered an inappropriate electric shock. It was noted that this device was programmed to the secondary vector. Technical services (ts) discussed reprogramming options as troubleshooting. It was noted that the vector was reprogrammed to primary as well as medication changes made. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.